Event description:
Healthcare professional reported "rupture seen during surgery". This record is for the left side. The device was explanted and replaced. The device will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: information not provided (rupture discovered during surgery).